Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d1, d4, d11, g3, g4, g7, h1 and h2. Section b5: additional information received per the medical records indicate that the patient has a history of morbid obesity with multiple comorbidities. The patient was at a high risk for deep vein thrombosis and pulmonary embolism. The filter was deployed via the patient's right femoral vein. It was placed at the l3 level distal to the takeoff of the renal veins. The filter was in a good position. The patient tolerated the procedure well. After the index procedure, a gastric bypass procedure was conducted. The results of computed tomography (CT) scans done approximately ten years and four months after the index procedure indicate that the filter is in an infrarenal area within the vena cava. The filter apex is about 1.5 cm below the renal vein inflow. The filter appears structurally intact with no evidence of any fractured lets or struts, no evidence of any embolized filter fragments. There is a slight tilt of the long axis of the filter relative to the log axis of the inferior vena cava - approximately 12 degrees. There is evidence of about 3 mm penetration of the filter struts through the wall of the vena cava at each of the six sites. There is no evidence of any discrete penetration into the neighboring organs. The scan also noted a spine stimulator device in place with the generator over the right flank region and previous gastric surgical changes; tiny calcified granulomata in the spleen; cholecystectomy; minimal aortic and iliac artery calcifications and degenerative changes in the spine.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and perforation of the filter struts outside the inferior vena cava (ivc). The form states that the filter was tilted 12 degrees and 6 struts are perforated up to 3 mm outside the vena cava wall. The patient continues to experience anxiety and mental anguish. The patient became aware of the reported events approximately ten years and four months after the index procedure. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of morbid obesity with multiple comorbidities. The patient is further reported to have been at high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe) and was scheduled for a planned gastric bypass procedure. The filter was implanted via the right femoral vein and placed at the level of l3 and distal to the renal veins. The patient is reported to have tolerated the procedure well and without complication. Approximately ten years and four months after the implantation, the patient underwent a computerized tomography (CT) scan that revealed an infrarenal filter. The filter was noted to be approximately 1.5cm below the renal vein inflow. The filter was structurally intact with no evidence of any fractured struts or embolized filter fragments. There was a slight twelve-degree tilt along the long axis of the filter when compared to the axis of the inferior vena cava (ivc). There was a perforation of the six of the filter struts through the wall of the ivc without penetration into the neighboring organs. The patient further reported having experienced anxiety and mental anguish associated with the filter. The product was not returned for analysis. The device history record (DHR) review could not be completed. The optease retrievable vena cava filter is indicated for use in the prevention of pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and perforated. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and perforated. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.